Manufacturer narrative:
Additional information: b5, h6. Corrections - g3 - foreign should also have been checked.

Event description:
New information received notes that the device exhibited myopotentials oversensing again as well as r wave amplitude variation. It was noted that the oversensing had occurred since april 2019. Programming changes were discussed. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, multiple episodes of non-sustained right ventricular oversensing due to oversensing myopotentials were noted. No intervention was performed. The patient was in stable condition.